Event description:
Patient being suctioned using the 8 fr suction catheter experienced frank bleeding to bilateral nares. Patient was not swollen to make passage of catheter difficult. This was a routine np (nasal-pharyngeal) suction for treatment of a bronchiolitis patient. The end of the catheter was noticed to be blunt and rough to the touch. Temporary harm to the patient and required initial or prolonged hospitalization. The patient has since been discharged from the facility.